Manufacturer narrative:
It was reported by customer that the vial adapters are preventing the flow of diluent into the vial. No product and one photo was returned by the customer. Examination of the photo provided does not shows the failure reported. The customer complaint of clogged / blocked could not be verified due to the product not being returned for failure investigation. Due to an increase of complaints reported by merck for smarsite occlusion, a corrective and preventative action assessment was carried out for the failure investigation. A device history record review for model 2203e lot number 23125149, 23085416, 23105217, 24026427, 24036117, 24045352, 24095150 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd vial access device was occluded. The following information was provided by the initial reporter: patients reporting difficulty pushing down the plunger rod of the diluent syringe due to resistance. They indicated that the vial adapters are preventing the flow of diluent into the vial. In some cases, with two-vial kits, one vial adapter exhibited this issue while the other functioned correctly, suggesting that the problem lies with the vial adapter itself.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the vial adapters are preventing the flow of diluent into the vial. One glass syringe, one bd plastic syringe, two vial access devices and one empty medicine vial were received at bd brea lab for evaluation. Visual inspection was conducted and no damage was observed in the vial access device. A flow test was carried out to the samples provided using outlet flow equipment, following a validated test method, for 1 minute, assuring repeatability and eliminating variability. No occlusion was observed in the samples provided. Although this condition of smarsite occlusion is not observed pre-steril phase, however, based on the process review of the affected lots and brainstorming carried out by the investigation team a possible cause of occlusion could be related to the variation of fluorosilicone application in vial access device after sterilization. Due to the occlusion not being replicated in the returned samples, the definitive root cause could not be determined for this complaint, however, the potential root causes will be addressed through corrective and preventative actions. A device history record review for model 2203e lot number 23125149, 23085416, 23105217, 24026427, 24036117, 24045352, 24095150 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction supplemental to add CAPA number. CAPA number 12259572.